Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the piston rod of the infusion device would stop when it reached to 100 to 130 units. The patient experienced elevated blood glucose levels of 20-22 mmol/l. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.